Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit was alarming and making noise. Per the perfusionist, before the case started, all the alarm light emitting diodes (led's) on front panel of the unit were illuminated. The device was not changed out, as the perfusionist recycled power and alarm conditions stopped alarming. He then completed the case with no further alarming issues. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The field service re (fsr) arrived four days after the customer experienced the reported issue. The fsr performed functional check and was unable to verify stated issue. The fsr removed the circuit boards, cleaned the edge connectors and re-seated the circuit board. He looked for internal water leaks or evidence of water spillage and all looked good. The fsr performed preventative maintenance on the cooler heater and the unit operated to MFR specs and was returned to clinical use. If additional information becomes available that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.